Manufacturer narrative:
Concomitant medical products: product ID: 3093, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had pain at the implantable neurostimulator (ins) level due to ins migration. It was unknown what led to the event or how the issue was identified. No diagnostics/troubleshooting were performed. The ins was repositioned and the issue resolved. The event was assessed by the investigator as not serious, related to the device, and not related to the procedure. Relevant medical history includes fecal incontinence due obstetrical trauma since 1997. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093, serial# unknown, implanted: (B)(6) 2014, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was related to the procedure. No further patient complications have been reported as a result of this event.